Event description:
The customer reported that the 840 ventilator stopped cycling. Patient involvement was not confirmed.

Manufacturer narrative:
The customer reported to have passed all testing. The alleged malfunction was not duplicated. Npb was not authorized to evaluate the device.